Event description:
Two coronary stents were placed in the patient. During placement of third stent to the ostium of right coronary artery (rca), the balloon "watermeloned" back into guide while the balloon was inflated. This caused the stent to come off the balloon and become lodged in the guide. The entire system was removed through the sheath. It was thought that the stent was in the guide, but it was not found. Upon flouroscopy of the right leg, the stent was visualized in the right leg profinda. The decision was made to leave the stent alone.====================== manufacturer response for coronary stent, 2.25 x 12mm coronary stent (per site reporter)======================no comments were made to risk management or catheterization lab personnel.